Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges. The user's blood glucose (bg) level was 246 mg/dl. The user addressed bg level was a bolus via the pump. Additionally, a minimum fill notification occurred after the cartridge was filled with 200 units. Reportedly, the user would revert to manual injections until they obtain new supplies.